Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a battery compartment crack was observed. The keypad was found to be peeling. Evaluation revealed all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, keypad damage, and keypad contamination. This report is made based on results of the investigation performed on 12/07/2015.